Event description:
It was reported with the use of the bd phaseal¿ protector solus p120j there was an issue with grey fragments from rubber stopper were found in the infusion bag and vial.

Manufacturer narrative:
Investigation summary: DHR: n/a - no lot. Two sample units were received for evaluation by our quality engineer team. The samples were evaluated by jfr lab. According to the report: no fms were found neither inside vial nor infusion bag. No defect was found in the membranes. Phaseal needles are designed to reduce the coring tendency. If coring comes from membrane: a)human error: performing multiple injections on the membrane could lead to fragmentation. B)machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the needle, it could provoke membrane fragmentation. C)materials: needles. See below. If coring comes from rubber stopper: d)materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. E)materials: needles. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. F)misuse by the user: if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the protector because of the rubbing with the stopper of the vial may cause detachment of particles from the cap of the vial. It is recommended to carefully follow the instructions explained in the IFU. For every manufactured lot the laboratory technician made the particles fragmentation test according to the it-1730 procedure. The test is carried out within a in a laminate flow hood. Staff has to wear a lab coat, cap and gloves. In this case, the complaint was not confirmed. The root cause cannot be established. Prior to the investigation of this complaint, a CAPA (688697) was open to assess the coring defect.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd phaseal¿ protector solus p120j, there was an issue with grey fragments from rubber stopper were found in the infusion bag and vial.